Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from the manufacturer representative indicated the patient was doing well since the catheter replacement. The location of the occlusion was unable to obtained.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving 30 mg/ml hydromorphone at 5.801 mg/day and 30 mg/ml bupivacaine at 5.801 mg/day via an implantable pump for non-malignant pain. It was reported that the therapy had never been effective for the patient (since 2014). The health care provider accessed the catheter access port, but the health care provider could not aspirate from the catheter. The catheter was occluded. The health care provider replaced the catheter and reduced the concentration of drug from 30 mg/ml to 15 mg/ml.

Manufacturer narrative:
Analysis of the catheter found no significant anomalies. The catheter body had a dried drug, blood or foreign material occlusion. During analysis, a white crystallized substance was noted occluding the first dispense hole of the catheter. After removal of the substance, the catheter was patent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.